Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had been experiencing high blood glucose levels. Blood glucose level at the time of the call was 203 mg/dl. During troubleshooting, it was discovered that the insulin pump failed to return a no delivery alarm. No further information was provided.